Event description:
It was reported that the insulin pump alarmed button error and no delivery. The blood glucose reading was 135 mg/dl. The customer stated that she kept the device in her bra and that it may have been exposed to sweat or steam from the shower. She also reported cracks on the insulin pump on the right side by the up arrow and another where the battery cap was. She observed that the buttons were unresponsive. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, missing end cap sticker and cracked case near display window corners. All the buttons did function properly. No button error alarms noted. However, corroded keypad traces observed.